Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a pause episode which appeared to be oversensing noise followed by low amplitude signal and loss of contact. It was further noted that the icm detected episodes which were possibly loss of contact. The icm remains in use. No patient complications have been reported as a result of this event.